Manufacturer narrative:
The returned device presented with the stent fully mounted, and with a slight bend in the catheter, distal from the mounted stent. No other issues were noted. The most probable root cause of the reported event is being attributed to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report # 3005099803-2011-00217 pertains to the wallflex biliary rx uncovered stent, 3005099803-2011-00218 pertains to the first hydra jagwire guidewire, 3005099803-2011-00201 pertains to the rx dilatation balloon catheter, and 3005099803-2011-00229 pertains to the second hydra jagwire guidewire. It was reported to boston scientific corporation that a patient underwent a drainage procedure within the biliary tree on (B)(6) 2011. According to the complainant, the patient presented with a stenosis from the left hepatic duct to the common bile duct. After the first hydra jagwire guidewire was advanced through the target lesion, the physician used contrast media and ivus to view the stenosis. While attempting to advance the wallflex stent over the jagwire, the physician felt severe resistance when the hepatic duct was reached. Therefore, the physician removed the stent and used an rx dilatation balloon catheter to twice dilate the stenosis. The physician then tried to advance the same wallflex stent through the stenosis, but again had the same issue. The physician removed this stent and the first guidewire and placed a second hydra jagwire guidewire through the target site. When another contrast test was performed, a perforation was noted by the physician. A plastic biliary stent was then placed to treat both the stricture and the perforation. The patient's condition at the conclusion of the procedure was reported to be good. It is currently unknown what caused the perforation, or if it was related to any of the aforementioned devices. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4), non-surgical medical intervention required. (B)(4) relates to (B)(4) for stent unable to cross lesion. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report # 3005099803-2011-00217 pertains to the wallflex biliary rx uncovered stent, 3005099803-2011-00218 pertains to the first hydra jagwire guidewire, 3005099803-2011-00201 pertains to the rx dilatation balloon catheter, and 3005099803-2011-00229 pertains to the second hydra jagwire guidewire. It was reported to boston scientific corporation that a patient underwent a drainage procedure within the biliary tree on (B)(6) 2011. According to the complainant, the patient presented with a stenosis from the left hepatic duct to the common bile duct. After the first hydra jagwire guidewire was advanced through the target lesion, the physician used contrast media and ivus to view the stenosis. While attempting to advance the wallflex stent over the jagwire, the physician felt severe resistance when the hepatic duct was reached. Therefore, the physician removed the stent and used an rx dilatation balloon catheter to twice dilate the stenosis. The physician then tried to advance the same wallflex stent through the stenosis, but again had the same issue. The physician removed this stent and the first guidewire and placed a second hydra jagwire guidewire through the target site. When another contrast test was performed, a perforation was noted by the physician. A plastic biliary stent was then placed to treat both the stricture and the perforation. The patient's condition at the conclusion of the procedure was reported to be good. It is currently unknown what caused the perforation, or if it was related to any of the aforementioned devices. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.